Event description:
It was reported that there was silicone over piston area in a bd luer-lok¿ syringe. The following information was provided by the initial reporter: pharmasist noticed in seinäjoki central hospitals pharmacy, that in few of 30ml syringes there is silicone over the black piston area. They realized that in more than one products. Not used those.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-26. H6: investigation summary: three samples and photos received for investigation, upon visual inspection excess silicone is observed. Quantification of silicone performed are out specification limits, confirming the excess of silicone noticed my customer. A device history review was performed for lot 2105007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with failure in silicone sprayers during the assembly process. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was silicone over piston area in a bd luer-lok¿ syringe. The following information was provided by the initial reporter: pharmacist noticed in (B)(6) hospitals pharmacy, that in few of 30ml syringes there is silicone over the black piston area. They realized that in more than one products. Not used those.